Event description:
It was reported, a pt enrolled in a post-market clinical study underwent a balloon kyphoplasty procedure at level l2 on (B)(6) 2004. During the procedure, a small extravasation of bone cement into the l2/l3 disc space was noted. On (B)(6) 2004, the pt reported to have a hematoma over the incision site and persistent pain. Subsequently, the hematoma resolved without treatment over a three-weeks period; however, the pain persisted and was treated with pain medications administered by the pt as needed. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.